Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an air bubble was observed within the luer-lock connection. Tandem technical support confirmed that the air bubble was caused by a loose luer lock connection. The luer lock connection was tightened and the air bubble was successfully removed. Blood glucose level was 85mg/dl.